Event description:
The customer reported that the end cap was loose, and was lifting off the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a detached end cap.